Event description:
The patient experienced hemi neglect, hemiparesis, and slow speech described as supplementary motor area syndrome with onset 21 days post procedure. The event was not reported as serious with severity reported as mild. Physical therapy was given as intervention and event was indicated as resolved on (B)(6) 2019. Since the deficit reportedly persisted longer than 30 days, this event is considered serious despite initally being classified as mild.